Event description:
Patient reported "implants deflated." Patient additionally reported "within the last year, was diagnosed with lymphomatoid papulosis;" this event is not considered device related. Device status is unknown. Unknown side.

Manufacturer narrative:
Reason for reoperation: "implants deflated and within the last year, was diagnosed with lymphomatoid papulosis." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "implants deflated and within the last year, was diagnosed with lymphomatoid papulosis." Device status is unknown.